Event description:
Provider states patient fell out of chair and taken to emergency room today per dealer. Extent of injury not known by dealer. (B)(6) 2013 update: (B)(6) 10:43am provider stated (B)(6) fell out of chair after it turned 90 degrees and taken to emergency room. Partially due to latches for hub assemblies not working well on chair and on backorder with invacare till (B)(6) 2013 per (B)(6).